Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection" from the tubing of an unknown access set broke off into a clave. This issue was identified during patient infusion when the nurse went to disconnect "IV tubing to saline lock patient" (disconnect from clave). It was further reported there was no difficulty in disconnecting and no extra pressure was applied. There was no patient injury or medical intervention associated with this event. No additional information is available.